Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 49 mm in diameter and 61 mm in length abdominal aortic aneurysm. The proximal neck was 23 mm in diameter and 57 mm in length. The left common iliac artery was 14 mm in diameter and the right common iliac artery was 17 mm in diameter. The right internal iliac artery measured 16 mm in diameter and the left internal iliac artery measured 13 mm in diameter. The right external iliac artery measured 9 mm in diameter and the left external iliac artery was 10 mm in diameter. It was reported that an additional device was implanted to lengthen the distal side of ipsilateral limb by 1cm; however during deployment the delivery system was pushed up higher than intended and was implanted. After device implant, the tip of proximal side of the added device was confirmed to be implanted 1cm higher than the flow divider (in the inside of the main body). Angiography was carried out with pigtail catheter and blood flow of the contra limb was confirmed to be slightly delayed. Upon final angiography it was confirmed that there was blood flow in both legs, and the procedure was completed. The physician is monitoring the patient. No clinical sequelae were reported and the patient is fine. The physician commented that as the additional device was deployed, it had difficulty in position adjustment of proximal side due to parallax difference. Besides, the device was implanted upper side than initially expected because it was pushed up.

Manufacturer narrative:
(B)(4).